Event description:
A laser operator reports a pt experienced approx - .75d of residual astigmatism in both eyes following refractive surgery. The laser operator also mentioned receiving low energy messages during surgery. Additional info has been requested. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00102.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and indicated the performance factors analyzed were operating within specification during the time of this pt's surgery. The analysis of this day of surgery also indicated, there were no system messages displayed during the surgical procedure. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available.